Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/22/2014 with the following findings: the button responsiveness issue reported in the initial complaint could not be investigated due to a related moisture-ingress issue. The keypad cover, which was found to be intact, was removed, and no evidence of contamination was observed under any of the key contacts. The black box and pump history data could not be downloaded. Visual inspection revealed that there was moisture behind the display lens, and the battery compartment was cracked from the threads to the case seal. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and display screen function. The pump failed a leak test due to a battery compartment leak. The pump cover was removed, and evidence of moisture damage was observed on internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all of the keypad buttons were under responsive. Furthermore, moisture/corrosion was evident in the battery compartment and behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.